Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a faulty insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer stated that she was hospitalized back in july due to ketones. The customer was treated for the high blood glucose readings with insulin at the hospital. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check for visible damage on the tubing clamp. The customer stated that there was no damage. The customer was assisted in performing an hp test. The customer stated that the hp test failed. The customer will be sent a replacement pump.